Event description:
The customer reported that a post-operative intervention was required after the procedure was completed due to an unspecified amount of blood loss. The surgeon used manual suturing to stop the bleeding. To date, additional information has not been made available from the site contact.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.